Event description:
It was reported that the device had a system fault. There was no patient involvement.

Manufacturer narrative:
E1 - initial reporter phone:(B)(6). B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available

Manufacturer narrative:
One device was returned in used condition for repair/evaluation. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional and visual inspections were performed. The reported problem of system fault was duplicated. The most probable cause for "system fault" error code 112 is due to an intermittent motor. The motor was replaced to address the primary problem. Device passed all functional tests after the repair.